Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms atrial lead impedance two days post lead implant. "Upon testing the lead and generator there was no capture to slight activation indicating there was clearly some mechnical problems with the header of this generator."